Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance measurement that was detected via the patient¿s remote monitoring system. This lead also exhibited loss of capture (loc), oversensed noise and high pacing threshold. The physician suspected lead fracture and turned off tachycardia therapy. The lead was capped and surgically abandoned. No additional adverse patient effects were reported.